Event description:
It was reported that the patient experienced a seizure associated with a low blood glucose of 31 mg/dl while using the ilet, after which a factory reset was performed per the healthcare professional¿s recommendation related to a new strenuous job. Symptoms included seizure activity consistent with severe hypoglycemia. Outcomes included treatment of the low with oral glucose and no ems activation, no glucagon administration, and no hospitalization. Investigation included troubleshooting and education with assignment for additional training regarding device setup and low glucose management. Investigation of this case revealed no device malfunction reported and suggested a probable user or therapy-related factor related to increased physical activity, with device setup addressed via factory reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributing behavioral or physiological factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.